Event description:
Procedure: biliopancreatic diversion. According to the reporter: sales rep was present in the surgery. Customer informs about bleeding in the stapling line, dis-serosing of the anterior gastric wall with slight bleeding that required sero-serosa suturing using manual suturing in the reservoir (reinforcement line in the stomach). No reinforcement material was used. Less than 10 cc. Bleeding. The pt status is correct.

Manufacturer narrative:
(B)(4).